Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. While suturing, the needle tip broke. About 1 mm of the needle tip was seen missing. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Results - representative samples were returned for evaluation. They were visually and functionally examined for strength and ductility and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.